Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip was prepared per the instructions for use (IFU) and was inserted without issues. Once in the left atrium (la), the clip was opened, but the gripper with the tactile marker did not lower. The clip was locked, unlocked and the grippers were cycled but the gripper was still unable to lower. The physician decided to not use the clip was replaced it. One clip was then implanted without issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.